Event description:
It was reported that after showering, the user¿s blood glucose rose to a high reading despite a successful meal announcement and no food intake, with the pump connected, no visible leakage at the site or pump, and the connector seated; prior data showed sustained elevated glucose overnight in the 180¿200 mg/dl range. Symptoms included hyperglycemia. Outcomes included user-reported troubleshooting and continuation of use. Investigation included remote review of device data and user-guided troubleshooting, with a recommendation to replace the infusion site in a new location. Investigation of this case revealed suspected infusion site or delivery issue could not be confirmed, and no device malfunction was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.